Event description:
Noticed irregular periods and painful cramps. Also had months where I felt really bad with symptoms of pregnancy but negative pregnancy tests, late cycles or multiple cycles in the same month. Have stabbing pains in my lower abdomen excessive bloating. Extremely fatigued and tired for no reason. Random unexplainable headaches. As of (B)(6) I have a surgery consultation to having the essure removed. FDA safety report ID# (B)(4).